Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 1007 (post) vent-inop: machine and proximal pressure sensors failed message. It was reported there was no patient involvement at the time the issue was discovered. The reported problem occurred before therapy; therefore, it was not in use and was swapped for a new one. Per good faith effort (gfe) response, it was confirmed that no repairs were completed by the field service engineer as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. A multi vendor/clinical engineering department handled the service call/incident. However, it was confirmed that troubleshooting revealed a malfunction in the data acquisition (da) board, which was subsequently repaired by a third party, allowing the equipment to return to normal use without any personal injury reported. The device successfully passed performance specification testing after repair, and it is currently back in service. No parts or components were replaced by philips during this process. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution name: (B)(6).